Event description:
The customer reported that an artifact was present on a brain image. The trained professional made interpretation of possible pathology. The patient was rescanned on another imaging system. There was no mistreatment of the patient due to this reported event.

Manufacturer narrative:
(B)(4). The investigation is currently in process and we will submit a complete MDR when the investigation is complete. Initial MDR mailed: 11/27/2012.